Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were failed. A field service engineer (fse) performed diagnostic testing was performed using hardware test application (hta), which confirmed that drawer 3 was functioning correctly with accurate latch and drawer sensor readings. The drawer 2.2 was initially showing an unlocked status despite being closed; the customer was instructed to shut the drawer properly, after which it locked successfully. The system was rebooted, and the customer was able to recover without any issues. All drawers were verified, and medication access was confirmed to be functioning as expected. The system functioned as intended after the field service engineer repaired the device.